Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the trt75 instrument did not fire completely. The load broke during the use too. Another instrument was used to complete the case. There was no consequence to the patient.